Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose/protruded drive support disk. The insulin pump was unable to test for prime test and occlusion test due to motor error alarm. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, reservoir tube cracked and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during prime and insulin continues to squirt out. The blood glucose reading was 155mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.